Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 26-dec-2025 against "lot number 6009381 and similar malfunction code(s): tubing connector detached from infusion set (cannula part/base piece), component defect- malfunction code not on list. The review confirmed that lot 6009381 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 26-dec-2025 against "lot number" criteria equal 6009381 and similar malfunction codes tubing connector detached from infusion set (cannula part/base piece), component defect- malfunction code not on list. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot# 6009381 was manufactured according to the work instruction (wi) 98 and manufactured in the multivac m14 on 17/sep/2024 with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 4j03333 was manufactured according to the wi version 65 and manufactured in the gluing machine ft02, on17/sep/2024, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 4f04518 was manufactured according to the wi version 64 and manufactured in the gluing machine ft02, on 06/jul/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009381 and related malfunction codes for tubing connector detached from infusion set (cannula part/base piece). One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. No further information available.